Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person. Device not returned to manufacturer.

Event description:
It was reported a physician was exchanging the needle for a coaxial dilator over a 0.018" guidewire when the tungsten tip of the guidewire broke off. The tip was removed from the patient using a snare.